Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that during an implant procedure, after access and sheath withdrawal with the atrial lead, that the puncture site started to bleed. The physician used a suture sleeve to stop bleeding. While positioning the atrial lead, there was inadequate capture, and the suture sleeve detached and moved into the subclavian vein. The physician elected to complete the procedure using a different atrial lead. Additional surgery was performed to extract the suture sleeve. The patient condition was stable following the procedure.